Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 53 mg/dl. Customer¿s current blood glucose level was 158 mg/dl. No low blood glucose troubleshooting was performed. It was not mentioned if the auto mode feature was active at the time of low blood glucose event. The insulin pump will not be returned for analysis.